Manufacturer narrative:
(B)(4). Batch # = m92x72. Batch: m92v33 = manufacturing date: 10/05/2015; product exp. Date: 09/05/2020. Batch: m92v6y = manufacturing date: 10/05/2015; product exp. Date: 09/05/2020. The analysis results found that only the sleeve for a tt012 device was received. Upon visual inspection the sleeve was noted to be cracked no missing pieces, the obturator is in good condition. Due to the damages found on the sleeve, a possible cause for this condition is due to improper handling it appears that sleeve hit a hard surface and this caused the reported event. It should be noted that all ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4) information was not provided by the contact. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a vats pneumonectomy, a nurse found a crack on the outer sleeve. The device was removed from the patient to check and it was confirmed that there was no missing piece. No fragments fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.